Event description:
Per the clinic, the patient experienced a failure of osseointegration (date not reported) resulting in fixture loss, exposing the implant. The patient was also treated with oral antibiotics (specific date and duration not reported). The device was subsequently explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.